Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient presented to the ER (emergency room) over the weekend with signs and symptoms of an infection. The patient¿s incision was red, and they had a fluid collection at the pump site. It was unknown if there were any environmental, external, or patient factors that may have ledor contributed to the issue. The physician drained clear fluid from pump pocket and removed the entire system due to the infection. It was noted that they physician also removed the patient¿s spinal cord stimulation system as a precautionary measure due to the leads being next to pump catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3. As there was no device allegation, analysis was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.